Manufacturer narrative:
Patient information now provided. Medtronic investigation of returned suspect 115v mvs power cord finds that the power cord has an intermittent "short" near the base of mobile view station (mvs). Continuity testing confirmed the green (ground) wire has an intermittent open. The other two conductors are a consistent short even while being repositioned. The reported event was confirmed to be caused by an electrical failure mode.

Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement power supply ups w/switch shipped to site 03/29/2016. Medtronic investigation of returned suspect power supply ups w/switch confirmed reported problem. Batteries were removed and a known good (fa) battery was installed. Ups powered on and passed a 5 minute load test for 5 min 47 sec, after being charged for 6 hours. New batteries have been installed and charged and also have passed a 5 minute load test, running for 5 min 58 sec. New batteries were re-charged for over 6 hours. Electrical failure. Return requested. Replacement 115v mvs power cord shipped to site 03/29/2016. Suspect 115v mvs power cord, returned on 04/01/2016 to medtronic for investigation is under analysis. On 03/30/2016 a medtronic representative performed an imaging system check-out, mechanical and system inspection areas passed. Imaging modalities test failed. Mobile view station (mvs) power cord with open wire. Ups not powering on. Replaced power cord and ups. Issue resolved. Repeated imaging system check-out, all areas passed. System performed as intended. No further issues have been reported.

Event description:
A site representative reported that their imaging system mobile view station (mvs) monitor was completely black and not receiving input from the imaging system. Noted was a red x on the pendant which read "connected not ready". This occurred prior to bringing the patient into the room. The patient was not under any anesthesia. Delay in therapy was greater than one hour before canceling the procedure. Procedure to be re-scheduled. There was no impact on patient outcome.